Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical canal dilatation due to cervical spinal stenosis. Intra-operatively, the instrument broke. No fragment of the instrument remained inside the patient. No patient complication occurred as a result of the alleged event.

Manufacturer narrative:
H6: product analysis: visual and optical examination identified that the breakage is consistent with excessive torque applied during tightening of the cen tral nut. This is consistent with over torque. Additional information: d10, h3, h6. If information is provided in the future, a supplemental report will be issued.